Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's device was approaching end of life, and it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.